Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 114 mg/dl, 166 mg/dl, 168 mg/dl, 182 mg/dl, 187 mg/dl, 191 mg/dl, 200 mg/dl, 202 mg/dl, 297 mg/dl and 324 mg/dl and was treated with insulin pump. The user alleged the insulin pump was under delivering because the insulin pump was not working the way it should be. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue troubleshooting. The customer reported other events such as headache. Customer reported insulin exited at the quick release. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.